Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the black box shows unexpected por events on 8/20/2015. The battery compartment is undamaged; returned cap is able to fit securely. ¿ez-prime¿ steps were performed correctly. No power interruption or any eaw occurred during the investigation, the product performs within specifications. Unable to duplicate ¿power issue¿ complaint. All currents draws are within specifications. The pump¿s cover was removed, no intermittent condition was found to the power circuit/flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.